Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for crpl3 c-reactive protein gen.3 (crp) on a cobas 6000 c (501) module - c501. The erroneous results were reported outside of the laboratory. The primary tube of the first sample initially resulted as 9.9 mg/l and this value was reported outside of the laboratory to the patient. Another sample tube collected from the patient at the same time was tested using a point of care test method and the crp result from this tube was around 120 mg/l. The primary tube was then repeated on (B)(6) 2017, resulting as 122.0 mg/l. The 122.0 mg/l value was believed to be correct based on the result obtained with the point of care method and clinical condition of the patient. Samples tested on the same rack as the first complained sample were repeated and no discrepancies were found. The field service engineer (fse) performed an instrument check on the analyzer. He adjusted the gear pump pressure. On (B)(6) 2017, the customer had an issue with a second patient sample. The customer also mentioned that they had a low control value on their cobas 4000 c (311) stand alone system. On (B)(6) 2017, the second patient sample was tested in a cup, initially resulting as 0.3 mg/l accompanied by a data flag. The sample cup was repeated, resulting as 272.3 mg/l on (B)(6) 2017. The sample was repeated a second time on (B)(6) 2017, resulting as 7.7 mg/l. A second sample collected from this same patient was tested and the result was 232.6 mg/l on (B)(6) 2017. No adverse events were alleged to have occurred with the patients. The crp reagent lot number was 274189, with an expiration date of 31-dec-2018. The fse replaced the sample probe and pressure sensor. The sample probe clearly had deposits of gel on it. Based on the provided information, the issue may be related to pre-analytic sample handling of the gel tubes. Upon review of the alarm trace, sample aspiration and sample short alarms were seen.

Manufacturer narrative:
The customer stated that they changed the sample probe and had problems with this new probe after 20 days. On (B)(6) 2017, the customer had questionable low results for two additional patient samples tested for urea and glucose.

Manufacturer narrative:
The customer changed the supplier of their sample tubes and have had no further sample issues except for a significant number of abnormal sample aspiration alarms. The issue was determined to be related to pre-analytic sample handling.